Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 425 mg/dl. Customer also reported high blood glucose level symptoms such as headache. Customer treated high blood glucose using manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at time of high blood glucose event. The customer performed troubleshooting for high blood glucose level. Customer mentioned the reservoir had air bubble. The device will not be returned for analysis.